Event description:
It was reported that a non v40 exeter stem broke near the head of implant after patient fell (implant approx 10 years old). A new v40 (B)(4) stem was implanted with a 28mm head.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter non v40 (B)(4) stem. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is 180 centimeters in height. An event regarding fracture involving an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis has been performed. The report concluded: ¿the neck region of exeter stem fractured in fatigue, propagating medially with the origin on the lateral surface. There was evidence of wear and corrosion products on the medial and lateral sides of the proximal stem body. The stem material was consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were seen on the parts examined.¿ review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the exeter stem fractured in fatigue. No material or manufacturing defects were observed. It was reported that the device fractured after a fall.

Event description:
It was reported that a non v40 exeter stem broke near the head of implant after patient fell (implant approx 10 years old). A new v40 44#2 stem was implanted with a 28mm head.